Event description:
The ivus catheter failed to display an image during prep of the catheter. The catheter was replaced with no reported harm to the patient. Manufacturer response for hd coronary imaging catheter bagless, 5fr opticross 60 mhz hd coronary imaging catheter bagless (per site reporter).